Manufacturer narrative:
The device has not been received for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib error code 11" and "defib error spi" messages. Complainant indicated that there was no pt involvement in the reported malfunction.